Event description:
In july 2004, puritan bennett received via legal summons a report of a pt death. The pt died in 2002 while on an 840 ventilator. At the time of the event, the user facility did not report the incident to puritan bennett nor make any allegation of any device malfunction.